Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Already previously sent a 2000-hour preventive maintenance quote and will be resending it to them. Customer had requested a routine 2000-hour service quote with a loaner. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was now not passing calibration for an error 92 (heater failure) already previously sent a 2000-hour preventive maintenance quote and will be resending it to them. Customer had requested a routine 2000-hour service quote with a loaner.

Event description:
It was reported that biomed stated the arctic sun device was now not passing calibration for an error 92 (heater failure) already previously sent a 2000-hour preventive maintenance quote and will be resending it to them. Customer had requested a routine 2000-hour service quote with a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.